Manufacturer narrative:
(B)(4). Evaluation summary: visual analysis was performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left superficial femoral artery (sfa) with heavy calcium and in-stent restenosis. The armada 35 balloon catheter was used for pre-dilatation; however, it ruptured at 12 atmospheres. Another armada balloon catheter of the same size was used for the procedure. The absolute pro stent would not cross the lesion. An atherectomy was performed with 2.0 laser prior to attempting to advance the new stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.